Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis is not confirmed because there was no report of a breach in aseptic technique or device malfunction. The assignable cause is not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for streptococcus mitis and streptococcus oralis in a patient coincident with physioneal 40, 1.36% therapy. On (B)(6) 2012, the patient began treatment with physioneal 40, 1.36% (2l, 3x/day) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with physioneal was the dose was reduced. The nurse reported that on (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent, abdominal pain and fever. On (B)(6) 2012, the patient went to the hospital and the peritoneal effluent (pe) was analyzed. When the pe sample was collected, the patient was already receiving oral treatment with ciprofloxacin (250 mg, (8/8 h) for approximately 1 week prior for the indication of cellulitis in the right leg. On (B)(6) 2012, the patient was hospitalized. On (B)(6) 2012, remedial treatment with ceftazidime, ip, 1g/day and vancomycin, ip, 2g (frequency according to serum levels) was initiated. During the hospitalization period, pd regimen was changed to physioneal 40, 1.36% (2l, 2x/day) and extraneal (2l/day). On (B)(6) 2012, in addition to the daily ceftazidime administration, a second vancomycin (2g), ip, administration was given to the patient. On the same day, treatment with ciprofloxacin was ended. On (B)(6) 2012, the patient was discharged from hospital. On (B)(6) 2012, treatment with ceftazidime, ip (1 g/day) was suspended and treatment with vancomycin, ip (2g) was continued and the frequency was set to 4-4 days. Per the nurse, on an unreported date the patient recovered from the peritonitis event. The nurse reported the cause of the peritonitis as "possibly associated to an eventual break in the aseptic technique - poor handling" (details not provided). The nurse stated re-training in aseptic technique will be scheduled for the patient when the patient is fully recovered. The nurse confirmed the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). (B)(6) days after initiating treatment with vancomycin, treatment with vancomycin was withdrawn. The patient was fully recovered from the event. The patient's aseptic technique procedure re-training will be provided by the domiciliary nurse on an unspecified date during this month.

Manufacturer narrative:
(B)(4). On (B)(4) 2013, the patient was re-trained in proper aseptic technique by the domiciliary nurse.